Manufacturer narrative:
Patient identifier - requested, information not yet received; age & date of birth - requested, information not yet received; sex - requested, information not yet received; weight - requested, information not yet received; ethnicity - requested, information not yet received; race - requested, information not yet received; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [FDA mw5077430.pdf].

Event description:
Terumo medical received FDA mw5077430 on (B)(6) 2018 that reported the following. There was oozing from the puncture site after the angio-seal device was deployed. Proper deployment visualized for proper placement.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to state the device is no longer available for evaluation. Section d10 has been updated to the reflect the device is not available. Device evaluated by MFR has been updated to reflect device is not available. A follow up report will be submitted once the investigation is complete.